Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced low blood glucose while using the ilet within the first week, after announcing a dinner meal when glucose was approximately 79 mg/dl, and the algorithm was described as aggressive; the lowest cgm value was 65 mg/dl with a confirmatory glucometer value of 53 mg/dl, and the user treated with approximately 4 oz of apple juice. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and continued home monitoring without hospitalization. Investigation included agent assessment of current glucose trend and user treatment steps, along with troubleshooting and education on monitoring and rechecking in 15 minutes with guidance to take an additional 2¿4 oz of juice if glucose did not rise. Investigation of this case revealed no device malfunction reported and an event consistent with hypoglycemia of unclear cause during early adaptation to automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.